Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg became following an unrelated medical procedure. It was also reported that the device was not placed into surgery mode as recommended. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced.